Event description:
In this case, it was reported that the valve was implanted, then explanted after weaning the patient off cardiopulmonary bypass. The healthcare provider has indicated that there was no malfunction or deficiency of the edwards valve. Unfortunately, the reason for explant is unknown. The device was discarded at the hospital. No other details were provided.

Manufacturer narrative:
Copies of the patient's medical records were received indicating that, after the edwards valve was implanted, transesophageal echocardiogram showed an abnormal motion of the valve with anterior annulus and leaflet moving. There was no separation and no significant leak, but this was clearly an abnormal finding. For this reason, the patient was placed back on cardiopulmonary bypass to replace the valve. After explanting the valve, inspection of the ventricle revealed an atrial-ventricular separation or posterior disruption of the left ventricle beneath the posterior annulus. A bovine patch was used to repair this and another 25 mm valve was implanted. She was taken to the cardiac surgery unit in satisfactory condition on mild pressor support. She remained stable for the first few hours but then had sudden and exsanguination hemorrhage out of her chest tubes. She did not respond to supportive measures and was pronounced dead on (B)(6) 2013. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the healthcare provider has indicated that there was no malfunction or deficiency of the edwards valve. The device was also discarded by the hospital. Unforutnately, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible at this time.